Event description:
It was reported that the patient presented with inappropriate shocks on the implantable cardioverter defibrillator due to incorrect interpretation of signal. No intervention was performed. The patient was discharged.

Event description:
Related manufacturer reference numbers: 2017865-2022-12803. New information received notes that the patient presented in clinic for follow-up due to inappropriate shock. Upon interrogation, it was found that the right ventricular (rv) lead exhibited over-sensing with double counting. Chest x-ray was performed and confirmed rv lead dislodgement. The previously reported event on the implantable cardioverter defibrillator was alleged to be due to rv lead dislodgement. During reposition procedure, the rv lead helix was not able to be retracted. The rv lead was explanted and replaced. There were no patient consequences.

Event description:
New information received notes that the patient initially presented remotely via merlin.net.